Manufacturer narrative:
Getinge became aware of an issue with a lucea device. As it was stated, cracks on the cover of the light have been found. There was no injury reported however we decided to report the issue based on the potential related to parts falling into the sterile field, which may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Cover cracking is indicated by our product experts to likely be caused by combination of different factors such as: abnormal use or inappropriate cleaning and disinfection protocols. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of examination lights - (B)(6). The subject of the complaint is that the cover of the lamp has cracked and there were missing particles. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.